Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately ten months post vena cava filter implant during the scheduled retrieval, a detached filter limb was identified in the right atrium. The filter was successfully retrieved; however, there were no attempts to remove the detached limb. The patient is reported to be asymptomatic.